Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that during a procedure, a 4f pedal access micro puncture set was inserted inside a distal small vein with no problem. This micro puncture set (the external cannula together with the hemostasis valve was left in place into the vein and not retrieved). The physician decided to proceed with the insertion of a second 4f micro punction set inside of an artery close to the vein where the first micro puncture set was still in place. The physician remarked something went wrong while retrieving, with no resistance, the micro puncture cannula that was still inserted in the vein, as the cannula was shortened from many centimeters. The physician remarked that between 5 and 7cm (equivalent of the half of the cannula) of the external cannula got stuck into the vein with no possibility to retrieve it because of the vein diameter. The distal portion cut of the cannula was not possible to retrieve due to the fact that the vein diameter is very small, so the physician in charge decided to let the foreign body in place, meaning inside of the vein.